Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 14 years old and was last returned to the manufacturer for repair on (B)(4) 2009. The inspection found that the ratchet was likely damaged when it was not aligned correctly and was forced onto the roller. The device also demonstrated damage to the roller, comb, and side plates. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer skin graft mesher ratchet was not working properly. Through evaluation of the device it was noted that the comb was damaged as well. There was no report of injury or medical intervention associated with the incident.